Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Conclusion (root cause): the cause of the reported event could not be identified as the subject device had not been yet returned to the manufacturer. Based on the obtained information, results of lot history record review, and referring to known similar events, it was presumed that tensional stress generated with withdrawal manipulation might have been locally applied to the subject gladius mongo 14 guide wire while its distal segment had been trapped in the cto lesion. Consequently, the guide wire was fractured. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for the right coronary artery (rca) with in-stent re-stenosis after the previous coronary artery bypass grafting (CABG). The target lesion was a chronic total occlusion (cto) with moderate calcification, presumed to consist of predominantly of hyperplastic neointima. First, an asahi sion blue guide wire and an asahi corsair pro microcatheter were used. Then the guide wire was switched to an asahi gaia next 1 guide wire, which was found damaged in the cto lesion. Then, an asahi gladius mongo14 guide wire was inserted into the corsair pro microcatheter to be advanced inside the lesion, which met resistance. The two devices were still advanced to some degree. When the guide wire was about to be removed, some resistance was met but removed, based on the decision by the physician that the resistance did not need to be worried. However, a fragment of the gladius mongo 14 guide wire was found under x-ray. Removal attempts of the wire fragment with a microsnare were made but failed. The procedure was continued and completed with use of 2 drug-coated balloon catheters. It was informed that the patient was in stable condition during and after the procedure. The physician was not concerned with the wire fragment left in situ due to the nature of the lesion and the treatment choice of drug-coated balloons.